Event description:
It was reported that patient received inappropriate therapy due to noise. Low impedance also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.